Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿stopper on the connection¿ (sterility cap) of a homechoice automated pd set w/cassette ¿was off¿. This was observed during set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.